Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pocket was failed to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had failed and could not be recovered. When the field service engineer (fse) arrived and found no initial issues and checked the logs of the medstation performing analysis report. The fse discovered that pocket a4 in drawer 2-1 was obstructed due to the med jam. The fse had resolved the issue by clearing the obstruction on the side of the pocket and tested the functionality. The system functioned as intended after the fse repaired the device.